Event description:
Procedure: thoracoscopy. Reportedly, after a normal insertion of the device, the trocar broke. Small pieces of the device fell into cavity. All of the pieces were retrieved without any reported adverse effects.